Event description:
Revision surgery - patient had a foundation tsa implanted on (B)(6) 2009. She subsequently fell, loosened her glenoid components, dislocated her shoulder, and tore the rotator cuff. She was converted to a djo rsp.